Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation, but confirmation of the issue was undetermined. The probable cause could not be determined via data. It was reported that the patient wore the sensor beyond seven days. Labeling indicates: g5 mobile sensor sessions last seven days. No additional event or patient information is available.